Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Fluid was able to successfully pass through the fluid path and exit the distal tip of the soft cannula. The device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 370 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent; skin inflammation was reported as well. Additionally, ketones were tested and the results were negative. As treatment, patient's mother applied a new pod overnight and by morning, bg levels had dropped to 100 mg/dl. The patient's blood glucose history is as follows: bg(mg/dl), 88, 370, 100.